Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: part #02.111.630, lot #l316667; manufacturing site: (B)(4); manufacturing date: 02. March 2017. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a radial styloid screw would not lock into plate during a distal radius procedure on (B)(6) 2017. A new plate was used and the issue was resolved. A surgical delay of 5 minutes was noted. The procedure was completed successfully with no patient harm. This complaint involves one device. Concomitant devices reported: radial styloid screw (part # unknown, lot # unknown, quantity # unknown). This report is 1 of 1 for (B)(4).